Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant difficulty was encountered obtaining threshold and sensing measurements. An x-ray confirmed that this right atrial (ra) lead had dislodged. A revision procedure was performed and this lead was repositioned. The patient had an intrinsic rhythm and is not pacemaker dependent. No adverse patient effects were reported.